Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed out of range right ventricular and left ventricular impedance measurements and noise on the ventricular and shock channel since the device delivered a shock. One month ago the measurements were normal. The pacing threshold also increased. Additional information was received stating the ventriclar and atrial lead were found fractured in the area by the clavical. Both leads were explanted and will be returned for analysis. New leads were implanted and connected to the device with out difficulties.